Event description:
Additional information was received from patient. It was reported that it was not working like it used to. They have called their healthcare professional (hcp) however was told to call medtronic. To see if it still had batteries. Patient reported this started sometime in 2018, towards the end of 2018, probably 4-6 months ago. During call, patient synched to ins showing stim was on. They mentioned they had a fall and broke their neck in 3 places, their lower back in 3 places and also in their right pelvis in 3 places and patient had osteoporosis. Patient stated that the fall was a year and half ago and confirmed it was sometime in 2017. They reported that after the fall, patient lost feeling in their pelvis area and became incontinent with both factors of their body and would never gain it back again. Patient mentioned they have to feel something with the stimulation otherwise they wouldn't know when to go. Patient was redirected back to their hcp. Over the call, patient was given assistance to synch and reported stimulation was on program 2 at 2.9v. Patient given help turning stim off. They then moved to program 3 and then lowered stim to 0.5v and then turned stim back on, then increased stim to 1.9v and then reported feeling comfortable stimulation. Patient was going to try this setting, and also follow up with hcp. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having problems with their device, they were going to the bathroom a lot. Patient stated they were up 4-5 times per night and could not hold their urine and when standing up could not hold it and urine came out. Patient increase stimulation from 1.6 to 2.1 and did not notice any difference. Patient stated they increased to 2.3, but that caused throbbing in the vaginal area. Patient stated they were red from below their butt to the middle of their back which is purple and red and that went on one leg to the front. Patient reported they fell down their basement steps on their left side more than their right side, patient wondered if the fall did something to their bladder. No further complications were reported or anticipated..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know if the implant or patient programmer (pp) were working, clarifying that they meant they were having symptoms. After the fall, they were having a "heck of a hard time" holding it during the night and was getting up as much as six times, every hour and a half. They couldn't hold it, but noted that there was no problem during the day; it was only at night. On (B)(6), they were on program 2 and 1.5 volts (v) and they had tried all the programs. At the time of the report, they were on program 4 and 3.0 v, but was going to see about increasing the settings. It was noted that the fall was on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the problems with the device following a fall had not been determined. There had been no actions/interventions taken to resolve the problems with the device, going to the bathroom at night an inability to hold urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been having problems with overactive bladder. The patient stated that she fell in (B)(6) 2017. The patient mentioned that the overactive bladder had gotten worse sense than and at night was the biggest problem. The patient noted that she was getting up 2-6 times at night and she was wearing the highest number of pads. The patient reported that it still didn't hold all the urine. Trouble shooting attempts were made and the patient programmer showed stimulation was off. It was reviewed with the patient that therapy needed to be on for it to be effective and the patient confirmed feeling stimulation. The patient noted that she was on program 1 at 2.0 volts and the patient was told to turn stimulation down to 1.0 volts and then turn on stimulation. The patient stated that she increased stimulation to 1.6 volts. It was also reported that the patient was told she was totally incontinent. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were doing much better after the initial programming change. It was also reported that the level was 1.6 and was too strong and hurt, but after decreasing to 1.1 it was comfortable. No further complications reported/anticipated.